Event description:
A ventilator was returned to the manufacturer for service. The customer requested a check of the flow sensor for dirt. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The outlet side pane, muffler assembly, and system printed circuit assembly were replaced to address the failure to calibrate issue. Final testing was performed, and it was confirmed the device operated properly. Additional findings not related to the malfunction/issue: the flow sensor was replaced at the request of the customer despite no dirt contamination found.